Manufacturer narrative:
Product complaint # (B)(4). The returned torque handle featured a moderate amount of superficial wear in the form of nicks and scuff marks on its surface. The device was returned could be set to the 60 in*lb and 80 in*lb torque setting, but not the 100 in*lb torque setting due to the amount of force required to rotate the handle. The device was submitted for torque testing. The handle passed all tests. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque handle not being able to have its torque setting changed cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear to the internal components of the device over more than 10 years of service, irregular maintenance, and lack of lubrication may be contributing factors. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no patient involvement. This complaint involves one (1) device.